Event description:
It was reported that the customer received multiple occlusion alarms during basal and bolus delivery. The customer's blood glucose level was not impacted. The customer would change the cartridge and infusion set after the alarm. As the customer had changed the supplies, tandem technical support was unable to perform a system check to determine a possible cause of these past occlusions. Reportedly, the cartridges were used for 3 days.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.